Manufacturer narrative:
During a follow up call on 08/12/2016, it was reported that the pump time depleted 1.5 minutes over the span of a week. There was no impact to the customer's blood glucose level, and the customer will continue using the pump for continued insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's time on the pump was incorrect. Reportedly, the pump lost 5 minutes over a period of time. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the time.